Event description:
Procedure: unk. According to the reporter: the plastic portion of the jaw came out and fell into pt wound during the surgery. No further complication was reported, and there was no report of how the piece was removed from cavity.